Event description:
It was reported that the patient experienced high glucose readings following a meal announcement while using the ilet system, and the patient¿s caregiver planned a supply change at home with troubleshooting and education completed. Symptoms included hyperglycemia. Outcomes included no reported injury, no hospitalization, and the event being managed at home. Investigation included case review and user troubleshooting guidance. Investigation of this case revealed no confirmed device malfunction or component failure, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.